Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during in-service training, the full helium tank was showing as empty on the cardiosave intra-aortic balloon pump (iabp) monitor. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pcb backplane. The fse also replaced the pcb power supply monitor board, pressure transducer and regulator as the power supply mounting screws were missing which caused a short of the transducer. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during in-service training, the full helium tank was showing as empty on the cardiosave intra-aortic balloon pump (iabp) monitor. There was no patient involvement, and no adverse event reported.